Event description:
It was reported the patient has been experiencing pain all over his entire body for the last three months that required oral medication (liquid methadone and oxcodone) to control. A dye study was performed a week ago that showed the catheter had 'pulled out and curled up.' The patient believes this occurred as a result of sneezing 2-3 months ago. A catheter revision was planned for the near future. Drug in the pump was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Add'l device: 8709sc, s/n: (B)(4), implanted: (B)(6) 2012. (B)(4).